Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that patient presented to emergency room experiencing shock-like pericardial pain and feeling unwell. Interrogation of the device indicated loss of capture and high, out of range, pacing lead impedance on the right ventricular lead. Device was reprogrammed and the patient was transferred to hospital for further evaluation. Cardiac echocardiography indicated that the patient had a bilateral pleural effusion due to a cardiac perforation caused by the rv lead. Subsequently, the rv lead was explanted and replaced. The cardiac perforation was expected to self-heal and no further intervention was performed. Patient was stable and pain-free post procedure.